Event description:
The atrial septal occlusion device - asd device- was deployed in the atrial septal defect. It dislodged into the left atrium, traveled to the abdominal aorta from the heart. It was felt that the device was appropriately placed and released. During the ultrasound, the acd device began migrating out of the left atrium into the left ventricle and quickly down the aorta. It was felt that the device migrated because of the excessive floppy tissue in the interatrial septum. The device was snared with the snare and brought down to the bifurcation of the iliacs, at this point, it was resnared, and the entire device was removed without any sequela or difficulties for the patient.